Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2017-02444. It was reported the patient experienced ineffective therapy. Reportedly, the scs system was interrogated to evaluate the issue. Follow-up identified fluoro was taken which shows lead migration. Surgical intervention may be undertaken as the next course of action.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the system was explanted and replaced with another manufacturers system.

Manufacturer narrative:
The reported event for ineffective stimulation was not confirmed. As received, the octrode lead was complete and passed electrical testing. No root cause was identified for reported event.